Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of fungal peritonitis in a subject coincident with extraneal viaflex, physioneal 40 unknown bag, and nutrineal pd4 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, pd therapy was interrupted due to the detection of candida tropicalis. On (B)(6) 2010, the patient experienced fungal peritonitis, the primary contributing factor reported was a previous peritonitis event. The subject had not recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Endotoxin-associated sterile peritonitis observational study (e-steps). Study sponsor: baxter. Protocol number: (B)(4); subject number: (B)(4); subject initials: unknown.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.